Manufacturer narrative:
The reported events of premature discharge of battery, failure to interrogate and capturing problem were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, depleting the battery prematurely. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that a patient presented in-clinic reporting bradycardia episodes. Upon examination, the patient's pacemaker was unable to be interrogated. An unspecified capture issue was suspected due to the patient's bradycardia symptom. The pacemaker was explanted and replaced on (B)(6) 2021. The patient was stable throughout the intervention process and no additional patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that premature battery depletion was alleged on the pacemaker and the failure to interrogate was a failure of inductive telemetry. Additionally, the patient reported general discomfort when presenting in-clinic